Manufacturer narrative:
Surgical images were reviewed. The eye was well centered and stable during the docking procedure. There was a corneal opacity that interrupted a portion of the capsulotomy, but it is unclear whether it contributed to the anterior tear as it was approximately 90 degrees away from the point of the tear. Unable to determine what contributed to this event. No surgical intervention was required.

Event description:
On 10/3/2019, lensar (B)(4) reported the following from a (B)(6) 2019 case day: "while on-site, the doctor reported that he had a patient that resulted in a double-cut (wisp) near one intelli-l mark, and an anterior tear at the other mark location. The patient was implanted with the originally intended iol, and there were no complications. No surgical intervention was required.